Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer submitted the log entry from the facility stating that "(B)(6) @0512 comm loss for 6 seconds." Customer stated they could not provide any information regarding the entry note. Investigation conclusion: customer stated they could not provide any information regarding the entry note. Due to the lack of information available. An investigation into the reported issue is not possible currently. No risk assessment could be performed. Additional device information: d11 & c2 concomitant medical device information: the customer stated that the cns was monitoring gz telemetry transmitters, but no model or serial numbers were provided.

Event description:
The biomedical engineer reported that on log 12, 6th floor (B)(6) 2019 at 0512 comm loss for 6 seconds. The customer stated that all communication loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that on log 12, 6th floor 10/20/19 at 0512 comm loss for 6 seconds. The customer stated that all communication loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following information is listed as no information (ni) on the MDR form as no other information will be provided from the customer: serial number, age of the device, device manufacture date. Concomitant medical device information: the customer stated that the cns was monitoring gz telemetry transmitters, but no model or serial numbers were provided.

Event description:
The biomedical engineer reported that on log 12, 6th floor (B)(6) 2019 at 0512 comm loss for 6 seconds. The customer stated that all communication loss issues are on the central nurse's station (cns) and monitoring gz telemetry transmitters. This ticket has been created to document the department logs from the hospital. The hospital will not be providing any additional information. No patient harm was reported.